Event description:
Approximately 3 months ago, patient underwent left wrist surgery and treatment with the exogen device. After the removal of the cast, patient noticed a skin discoloration and an open wound area on the treatment site.